Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
Related manufacturer reference number: 1627487-2020-00816. It was reported that patient had the scs system explanted due to lead migration. That is all the information available at this time.